Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the test strips involved with this complaint failed testing. The alleged issue was confirmed when testing with control solution during investigation and the test strips were also found to have failed for control solution high. On (B)(4), 2012 the meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an error 4 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.